Event description:
The customer contact reported a disconnection; subsequently, blood loss was noted. On an unspecified date, the tubing set was connected to the pt's access device. During an infusion of tpn with lipids, the nurse noted the male adapter disconnected from the pt's access device and an unspecified amount of blood loss was noted. The physician was notified and hemoglobin and hematocrit levels were ordered. There were no reported adverse pt effects. No medical interventions were required.